Event description:
It was reported that the device warned there was an electrical reset. The device was interrogated and the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. The device experienced a critical ram parity error por on 15 may 2012 in location "0f 85." Device should be able to recover from the event and continue normal function.